Manufacturer narrative:
H3: analysis of the returned ins (s/n: (B)(6)) determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that rep called from post-op recovery after implant. Caller said that everything in the or "went fine." They checked impedances and got all green check marks. Now in recovery, caller said they attempted to program the settings, but on both programs 5 and 3 they got "maximum settings reached" message at 0.3 ma. Caller said they ran an impedance check and all contacts show orange circles with exclamation marks. When caller tapped into the orange circles, they all showed >4k ohms. Agent reviewed meaning of this reading. When asked, caller said surgeon did not give lead a gentle tug to confirm it was torqued down tightly. Caller also said motor responses were not checked. Caller said they confirmed the lead was seated in the header box properly and heard "five clicks" when surgeon torqued down the setscrew. Agent suggested caller try a different program. Caller went to program 1 and could not go higher than 0.4 ma before getting "max settings reached" message. Agent suggested caller do a second post op impedance check, which showed >4k ohms at all contacts again. Agent suggested caller power off external equipment completely, then power back on. This was done, but another impedance check showed the same thing. Caller said they didn't think there was excessive emi in the recovery area. Agent reviewed that the abnormal impedances could possibly be due to a loose connection of the lead at the header block. When asked, caller said patient's position was side-lying. Caller said they would bring this information to the surgeon to see how they wanted to proceed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.